Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the short wasn¿t determined. No actions/interventions were taken to resolve the short because the consumer was fine on their current settings, so the issue wasn¿t resolved. It was noted the consumer couldn¿t have an MRI due to the short. No patient symptoms or further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that an impedance short was reported. First time they were aware of the short. The outstanding impedances were on the left side: 3 & 0 = (low) on check. All other pairings were ok with a check mark. All impedances that were normal showed these values: c & 0 = 631 ohms c & 1 = 1205 ohms c & 2 = 1179 ohms c & 3 = 631 ohms 3 & 1 = 1169 ohms 3 & 2 = 1128 ohms 2 & 0 = 1137 ohms 0 & 1 = 1169 ohms 2 & 1 = 1484 ohms no symptoms were reported. No further complications were reported or anticipated with this event.